Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure and mesh was implanted. The patient returned to have the mesh removed because the mesh broke inside the patient. The mesh was removed successfully. No additional information has been provided.